Event description:
The patient contacted animas on (B)(6) 2012, stating, the up arrow button is difficult to press and requires multiple presses to elicit a response. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The up arrow and contrast keypad buttons were intermittently unresponsive during testing; the ok and down arrow responded appropriately. During investigation, evidence of contamination was found under the up, down and contrast key contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas, but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.